Event description:
It was reported the patient was dissatisfied with the location of one of her implanted leads. Patient was receiving effective therapy, but desired to have the lead implanted in a another location. Surgical intervention was undertaken and the lead was explanted and replaced.

Event description:
Follow-up information indicated the patient is receiving effective therapy.